Event description:
It was reported that after a laparoscopic colonoscopy procedure, after six days from the intervention, the patient experienced a dehiscence. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: product code is cdh29a.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information received per affiliate: were there any complications during the initial procedure? No complications were encountered during the initial procedure were any unformed or malformed staples observed? The surgeon didn¿t notice any malformed or loose staples. Were any unexpected noises heard? If so when? No. Unexpected noises were heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No particular force higher or lower than expected was needed. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No difficulty was encountered by the surgeon removing the device from the tissue. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) A leak test was performed with methylene blue and no leakage was observed; the donuts were both regular as expected. How was the dehiscence diagnosed? Fever first, than MRI exam with contrast fluid that revealed the presence of dehiscence. What was done to address the dehiscence? The patient had an ileostomy by the time of the surgery so they just observed with further exams the conditions of the dehiscence. Was a reoperation performed? No. Reoperation was needed. The recanalization should be performed in a month or two. What is the patient¿s current status? The patient is fine, waiting for the recanalization after the dehiscence will be completely healed. Additional information from the affiliate: the patient was subjected to a resection of rectum: the surgeon, when the patient is critical, typically performs at the end of the intervention an ileostomy. The ileostomy is performed as a preventive measure. After some days, the patient had fever: MRI exam with contrast fluid revealed the presence of dehiscence.